Event description:
The facility reported that the packer/chang iol cutter blade broke off when the surgeon attempted to cut an iol. There was no impact to the patient and the broken blade was removed from the eye.

Manufacturer narrative:
At the time of this report the scissor had not been returned for evaluation.